Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿d. During support, the nurse reported hematuria. The impella was weaned from p8 to p4, with no further intervention. There was some improvement in the hematuria. The patient survived to explant. The hematuria may be due to purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability and renal dysfunction.